Manufacturer narrative:
E1: initial reporter address (B)(6). E1: initial reporter city (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy xd balloon expandable stent was selected for use in a percutaneous coronary intervention procedure. The 90% stenosed target lesion was mildly tortuous and mildly calcified coronary artery. During insertion in the non-bsc guide extension catheter the distal part of the synergy xd became caught and lifted and deformed the synergy xd stent. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy xd balloon expandable stent was selected for use in a percutaneous coronary intervention procedure. The 90% stenosed target lesion was mildly tortuous and mildly calcified coronary artery. During insertion in the non-bsc guide extension catheter the distal part of the synergy xd became caught and lifted and deformed the synergy xd stent. The procedure was completed with another same device. No patient complications were reported.